Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted along with hysterectomy due to cystocele, rectocele, urethral hypermobility and uterine prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent perigree graft erosion excision on (B)(6) 2006. It was reported that patient underwent excision of anterior and posterior vaginal mesh and midline episiotomy on (B)(6) 2013.

Manufacturer narrative:
Date sent to the FDA: 9/23/2015. Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent an implantation of stage 1 interstim on (B)(6) 2012 and a stage 2 interstim on (B)(6) 2012. It was reported that patient underwent a removal of vaginal mesh, vaginal reconstruction, uterosacral ligament suspension and colostomy and repair on (B)(6) 2014, due to mesh being exposed and multiple vaginal graft excisions.no additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent removal of vaginal graft and excision of vaginal scar on (B)(6) 2015 for vaginal graft pain. It was reported that patient underwent interstim removal on (B)(6) 2014. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.